Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having problems with their device and the issue began probably 3 to 4 weeks ago. Patient stated they had tingling in their hands, arms, shoulders, back and down through their whole body. Patient noted they were starting to taper some of their narcotics but not a lot and all of a sudden they started having problems. The symptoms were severe. Patient mentioned their pain management doctor thought they had a possible infection and told them to contact their neurologist. Patient service reviewed with patient that they may need to meet with a medtronic representative and patient service provided patient with the nas number for their healthcare provider office. Patient also noted they had a spinal infection about 4 years ago past due to bad myelogram and they were prone to infection. Patient was going to go into the ER today to have their device checked and possibly get an MRI. The patient's relevant medical history included muscle weakness and the last 72 hours where the battery was tender to the touch and their wife said it looked swollen. Pt noted it wasn't tender before unless they slept on it. Patient stated he would like to look to see if there is any other programming choices that we could put in patient stated his condition has changed and he is wondering if there are some other programs that might help him more patient stated the current programming is not helping like it should since about the time he got the implant patient stated that he had really great results in the trial and when he got the permanent implant he using some of the same settings but he has peripheral neuropathy in his feet and he has multiple spinal fusions and has had a lot of spinal trauma. Pt stated he had a spinal infection from a test he did that almost killed him. Patient in critical care and on IV antibiotics for 90 days and as a result of that his neuropathy has taken over his feet. Patient wanted to know if there were any other stim program programming that might be more beneficial than what he is currently set up with. Patient asked if there a timer that he could put the stimulation on for 3 hours and then turn it off. Patient service specialist reviewed that the representative might be able to work with patient on adaptive stimulation features if he is not currently using adaptive stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.